Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent and provided instructions to the caller regarding the storage and return of the faulty pump. The caller was informed about the updated software on the replacement pump and advised on specific steps to take when using the sensor with the new device. The customer was to use a backup insulin pump to ensure continuous insulin delivery.